Manufacturer narrative:
The customer did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). Both levels of qc were acceptable within 24 hours of the event. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested on an accu-chek inform ii meter + rf compared to the laboratory. At 7:48 a.m., the result from the meter from a finger stick was > 600 mg/dl. At 7:50 a.m., the result from the meter using a different finger stick was > 600 mg/dl. A sample was drawn for the laboratory at 8:03 a.m. With a result of 83 mg/dl. The result from the laboratory was believed to be correct. The patient was asymptomatic.